Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing of the used products, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence.

Event description:
According to reporter: after about 10 days of use, during wetting and lubrication of catheter a dermatitis was said to appear on the thumb and forefinger of both hands. No dermatological examination was performed nor has medical care been sought.